Manufacturer narrative:
(B)(4). One device is reported as having a mal-function.

Event description:
The customer reports "rt inserted and removed in left radial artery. Once art line was successfully placed, when connecting it to tubing, the line was "bleeding out". They tried to change out the line twice (two different staff members tried to fix the one line) but didn't help. Tried to change tubing which didn't help but then recognized it was the ra-04020 itself that was malfunctioning". There was no patient injury or consequence. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). The customer returned one used radial artery catheter for evaluation. A visual inspection was performed and no issues were identified. The distal end of the catheter was clamped shut and a lab inventory syringe was used to pressurize the catheter. No leaks were observed. A device history record review was performed and no relevant findings were identified. The customer reported issue of the catheter leaking during use was not confirmed during the sample investigation. Visual and functional inspections were performed and no issues were identified. No problem was found with the returned sample.

Event description:
The customer reports "rt inserted and removed in left radial artery. Once art line was successfully placed, when connecting it to tubing, the line was "bleeding out". They tried to change out the line twice (two different staff members tried to fix the one line) but didn't help. Tried to change tubing which didn't help but then recognized it was the ra-04020 itself that was malfunctioning". There was no patient injury or consequence. Therapy was not delayed or interrupted.